Event description:
The account alleges that the trendelenburg is stuck. The head hi/low will not lower, preventing the bed from achieving trendelenburg.

Manufacturer narrative:
The technician replaced the trendelenburg assembly, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.